Event description:
The technician alleged the side rail is hanging off of the bed and will not raise to the latch position. No injury reported.

Manufacturer narrative:
The technician found the side rail bracket is broken and the damage occurred while the bed was being transported. No further information is available on the repair of the bed at this time.